Event description:
As reported by the edwards clinical specialist, at the end of the procedure and after the sheath removal, a post pelvic angiogram revealed a dissection and perforation of the left common iliac, just proximal to the internal artery. Summary of the case: the patient underwent a percutaneous transfemoral valve implant procedure via a left femoral artery (lfa) approach. The dilators and 22f sheath were inserted without incident. After successful valve deployment, and upon removal of the sheath, a post pelvic angiogram revealed a dissection and perforation of the lfa. A 12f sheath was then quickly inserted into the pre-closed vessel, and a stent was placed across the affected area. Once the stent was deployed a balloon was used to post dilate. The patient remained hemodynamically stable throughout the procedure and was noted to be in stable condition when leaving the room.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. No kink or damage was visualized on the sheath. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. Fluoro images were provided and reviewed. As reported by the clinical specialist, the access vessel appears to be adequate in diameter, and only mild calcification and tortuosity is noted. There are no images of the sheath itself, insertion, indwelling, or removal. A dissection is noted; however, the cause of the dissection cannot be assessed with the images provided. There are no obvious patient factors that could have contributed to the event. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In addition, the IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. In this case, the minimum lumen diameter of the access vessel was 8.77mm with mild calcification and tortuosity. With the information provided, the root cause for the reported dissection cannot be determined. The access vessel appears to have been appropriately selected, and there was no report of procedural difficulties concerning the sheath or dilators. No further actions are possible at this time.